Event description:
Increased heart beat [heart rate increased], severe pain [pain], deterioration in ability to walk independently [gait disturbance], pain in the knee [arthralgia]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician and a daughter of a female pt (age not provided), initials (B)(6), with pain in the knee. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc once injection, 6 ml, once, in the knee. The synvisc one lot number was s1119 and expiration date was may-2014. Immediately after the synvisc-one administration, the pt experienced severe pain which increased during the time and lasted for three weeks with deterioration in her ability to walk independently. It was reported that, the pt required assistance of a walker for walking. On (B)(6) 2011, the pt was hospitalized with pain in the knee and increased heart beat (95-100 per min). The pt rec'd voltaren (diclofenac) injection for knee pain relief and was released after few hrs with no particular diagnostic results. On (B)(6) 2011, the pt continued to experience pain in the knee and increased heart beat (95-100 per min) and revisited the hospital. The following day, the pt was discharged from the hospital with no particular diagnostic results, but was recommended to return and consult with orthopedic specialist. No action was taken with synvisc one. All the events were ongoing at the time of the report. Concomitant medications were not provided. The intensity for the event of pain was severe and the intensity for all other events was not provided. The relationships between synvisc once and all the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2012. Eval summary: the production and quality documentation for lot # s1119, with expiration date (05/2014) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.